Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was unknown. The customer attempted to resolve the issue by setting a higher temporary basal rate on the pump, drank fluids, and contacted health care provider. The customer went to the emergency room (ER) where intravenous fluids, insulin, and blood work was administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where intravenous fluids, insulin, and unspecified liquids were administered to address the elevated bg. Reportedly, the issue was resolved and no permanent damage was sustained by the customer.